Manufacturer narrative:
Investigation summary: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. A cut of syringe was attached to the smartsite to observe if there is a fluid path while the piston is in the activated position. Sample showed a fluid path while the piston was in the activated position. The sample was attached to a 10 ml bd syringe filled with blue dye water. Sample was successfully flushed with water. The customer complaint that fluid cannot be pushed through the smartsite valve. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2000e lot number 21025046 was performed. The search showed that a total of 37703 units in 1 lot number was built on 24feb2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked/occluded. The following information was provided by the initial reporter: material no.: 2000e. Batch no.: 21025046. We are seeing issues with the smartsite valve (2000e), they cannot push fluid through it.